Event description:
Customer reported via phone call that the meter was not sending the blood glucose reading to the insulin pump. The blood glucose readings were between 470mg/dl to 499 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.